Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number -(B)(6).

Event description:
Philips received a complaint reporting the touch position on the v60 ventilator was misaligned. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse calibrated the touchscreen, but the issue persisted. The pse replaced the touchscreen, and the issue was resolved. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen to a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touchscreen failed flex cable resistance verification testing, confirming the complaint regarding touch position misalignment. Due to this failure in flex cable resistance verification, the touchscreen does not meet the acceptance criteria as specified; the touchscreen was verified as out of specification.